Manufacturer narrative:
The biomedical engineer reported that the multigas unit was giving a gas device error message while in patient use. No patient injury or harm were reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the multigas unit was giving a gas device error message while in patient use. No patient injury or harm were reported.

Manufacturer narrative:
Complaint details: the customer reported on (B)(6) 2019 that they were receiving gas device error. Service requested: the customer sent in the device for repair/evaluation. Service provided: 1. Evaluation the unit was cleaned and decontaminated. The model, serial number, and all labels were verified. Physical evaluation: no physical damages while initial evaluation. Verify the complaint: gas unit was displayed "gas device error". Problem reported was duplicated. Possible malfunctioned. Gas sensor unit. Investigation result: the device warranty began 04/21/2014, which is over 5 years at the time of reported issue. A review of device history found no previously reported issues or nka physical servicing of the unit. The possible cause of the issue was determined to be failure of the gas sensor unit. The root cause is unknown. Troubleshooting and replacement of the gas sensor unit is addressed in the gf-210r_220r service manual, which outlines the possible causes of failure and appropriate action to take. Additionally, failure of the gas sensor unit may be detected in the performance of periodic maintenance checks of the system, as recommended in the service manual. The root cause of the issue was unable to be determined. The unit was in use with patient and there was no reported patient harm. There were no further reported issues with the unit. Qe investigation for this complaint record has been completed. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Event description:
The biomedical engineer reported that the multigas unit was giving a gas device error message while in patient use. No patient injury or harm were reported.